Event description:
The customer reported that during a cystectomy, the device jaws could not be re-opened and the blade would not retract. The device may have accidentally been deployed over staples inside the patient. There was no patient injury reported. The site contact was not able to provide additional details regarding the incident or device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.